Event description:
In preparation for an extraction procedure, the nurse was preparing to use a cook memory ii double lumen extraction basket. It was reported that, prior to use, nurse tested basket handle which worked properly. However, she found the wire of the basket disconnected. So she tried to use a new basket but another one from the same lot was the same. As it was discovered prior to use, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence, and the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.